Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 22. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.